Event description:
Patient induced into vfib during ep study. Patient was shocked with 200j when a loud crack was heard followed by smell of burning. No harm to patient, successfully rescued to sr. The connection from the cable to the patient and the cord to the lifepak was noted to be black and burned. Pt hooked up to another lifepak.